Event description:
According to the facility lipids were noted to be leaking from cracked IV tubing. Per the facility the patient did not receive all of the lipid infusion as the incident was discovered after the IV was hung and the lipids were infusing.

Manufacturer narrative:
According to the facility lipids were noted to be leaking from cracked IV tubing. Per the facility the patient did not receive all of the lipid infusion as the incident was discovered after the IV was hung and the lipids were infusing. Per the facility the tubing was confirmed to be secure prior to infusion. Per the facility there was no serious injury noted, medical intervention required, or follow up care needed after the reported incident. The facility stated that there was no harm to the patient. No additional information is available at this time. The sample was not returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.